Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were less responsive, buttons were harder to press, sometimes had to press buttons twice, polarized effect on screen, battery life diminished, unexplained no delivery alerts not due to site issues and no delivery alerts becoming more frequent. Customer's blood glucose value was unknown. Customer decline to speak with 24 hour technical support. The device will not be returned for analysis.